Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump had cracked case at display window corners, minor scratched and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
All of the buttons on the insulin pump had intermittent response. Customer's blood glucose was unknown. The device was not dropped, bumped, or exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. Issue occurred during normal use. The device is not returning for analysis.